Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the pd patient was diagnosed with peritonitis on (B)(6) 2016 and was being treated with antibiotics at the clinic. The patient had continued with treatments. Medical records were requested.

Manufacturer narrative:
(B)(4) - the plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the pd patient was diagnosed with peritonitis on (B)(6) 2016 and was being treated with antibiotics at the clinic. The patient had continued with treatments. Medical records were requested.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. There is no allegation of device malfunction and the association with the event of peritonitis. There is no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, based on the two incidents of the patient's wife's need for re-education, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis.

Event description:
Medical records were provided by the patient's dialysis center and information in the complaint file and medical records were reviewed. It was reported that the continuous cyclic peritoneal dialysis (ccpd) patient was diagnosed with peritonitis. Accordingly, the patient had reported to the peritoneal dialysis (pd) clinic for his monthly appointment. At which time a culture of pd fluid with cell count was obtained. Additionally, the patient complained of lower abdominal pain especially after the pd fluid has been instilled. In review of the medical records this is an ongoing problem with this patient. On (B)(6) 2016 the patient was sent to the emergency room for a computerized tomography (CT) of his abdomen to rule out any other potential problem. The CT scan was reported as with no anomalies. The patient was placed on pain medication. During a pd clinic visit on (B)(6) 2016 the white blood cell count of the pd fluid was 385. A new order for vancomycin 2000mg intra peritoneal (ip) twice a week for two weeks was placed. On (B)(6) 2016 the culture report from the pd fluid collected on (B)(6) 2016 showed gram position bacilli resembling diptheroids, corynebacterium minutissimum. An order to continue patient on current regimen of vancomycin was placed. On (B)(6) 2016 the patient reported to the pd clinic with drain for culture for cell count, gram stain, cultures and fungal cultures. A new order for ceftazidime 1.5gm daily in manual bag for six hour dwell for 14 days. Patient continued to complain of pain in the pelvic floor (testicles, and rectum when filling with dialysate). Patient drained 1900ml yellow, clear effluent followed by infusion of 1.5% dextrose 2000ml with 1.5gm ceftazidime added. On (B)(6) 2016 the patient arrived at clinic post diagnosis of peritonitis. Repeat cell count improved (values not provided), regular cultures and fungal cultures pending; patient was placed on fluconazole for two weeks as a precaution for fungal infection. Patient continued to have pain in the abdominal, testicle, penis and rectal areas. Patient did not complete pd treatment on the cycler on the evening of (B)(6) 2016 due to the anticipation of pain; pain medication was prescribed (type dose unknown). The patient had a pd treatment at the clinic, which drained 1200ml cloudy yellow effluent; vancomycin 2gms and ceftazidime 1.5gm added to 2000ml dialysate (1.5% dextrose) instilled. The patient wife stated she added ceftazidime to the dialysate solution instilled (B)(6) 2016 at 1pm. The wife was re-educated to only dwell with antibiotics for six hours. Also during a call to the technical support center on (B)(6) 2016 for troubleshooting of invalid sensor readings on the liberty cycler it was discovered that the wife had not been following the sequence of directions on the cycler and was breaking the cones prematurely. The situation was remedied by having the wife following the directions on the cycler.